Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 22-oct-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved then it worsen. Physician wanted him back in hospital where they can monitor him better. Son is back in the hospital since this is new to her and her son who is autistic and not verbal if makes it extremely challenging, the mother has not used the true metrix meter on her son since october 15 when it read e-0 was given another meter which is the only meter she is currently using and declined a replacement true metrix meter but I asked if we could get back the initial meter and strips she was using on (B)(6) 2020 will send a return envelope and label to send it back. Customer was very stressed out and did not want to answer any other questions.

Event description:
Consumer reported complaint for e-0 blood glucose test results. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer was hospitalized (B)(6) 2020 due to dka. The mother started to use the meter on (B)(6) 2020 after coming home from the hospital. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is several days ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 4-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer spoke with the mother on (B)(6) 2020 who states that her son will not be using the meter any longer since the physician called in a totally different meter for her son to use.